Event description:
On 4/2/99, pt presented to facility with a non-functioning PICC, unable to declot. Exchange of PICC attempted on 4/3/99. Resistance felt when attempted to remove PICC. Hot packed, and over a 2 hr period of time, catheter eased out to 30cm, then catheter suddenly fractured. One segment digitally maintained, but another segment had migrated to the right atrium, pt transported to another facility for interventional procedure. PICC retrieved, pt received new line, and pt discharged home. PICC had been trimmed from 60cm to 50cm.